Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure was isolated to the electrode belt distribution node (dn). The insulation on the front pulse wire in the distribution node was damaged, causing a short to the dn pca. The root cause for the damaged insulation of the pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it had non-functional therapy electrodes.